Event description:
The account alleges that had a tif procedure following a hiatal hernia [hh] repair. Upon completion of the tif procedure, the physician attempted to remove the device from the patient. When he tried to pull the device out, the tissue mold wouldn't open properly, almost like it was stuck or jammed. He gently twisted the device and scope and anesthesia assisted with a jaw thrust and the device was eventually able to be removed. There were pieces of the tissue mold (the chassey) that came apart and had to be retrieved from the patient. There were minor mucosal tears, but the doctor wasn't concerned and said the patient was fine.

Manufacturer narrative:
The suspect device will not be returning for engineering evaluation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified.